Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. It was stated that the patient passed out at school and a nurse called for an ambulance at 10:10am and the patient was admitted to emergency room (ER) at 10:20am on (B)(6) 2016. At the ER the patient was treated for a grand mal seizure and was given an IV containing dex4 and tylenol. The patient also had a blood work done, in addition an x-ray was done of his back, spine and shoulder for the fall. The patient was released from ER at 4:30pm on (B)(6) 2016. No product defects or failures were alleged. A follow-up with the pediatric doctor was done, stating no treatment or recommendations other than to call dexcom were needed. At time of contact, current condition of the patient was good. No additional event or patient information is available.